Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. The archive from the procedure was sent to medtronic for evaluation. It was reported that all exams on the archive were not to protocol with non-contiguous slices and the exam the site attempted to register on was grainy.

Manufacturer narrative:
Missing UDI number. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Missing manufacture date.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was inaccurate by 6-8mm anterior during registration. Surgeon decided to abort use of navigation. This occurred pre-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
A software investigation was performed to determine probable cause. Further archive review showed that the quality of the skin model is extremely poor. Registration error metrics of 4.6, 3.9, and 5.5 were captured. The perceived accuracy was unable to be assessed. The software investigation was unable to determine probable cause without further information. If information is provided in the future, a supplemental report will be issued.